Event description:
It was reported that a patient came to the emergency room last night 'with a pump malfunction.' The patient presented because her pain was not being controlled and had 'some' withdrawal symptoms. It was noted this made the hcp believe that maybe the pump was not working. There were no alarms reported and the health care provider (hcp) was unable to interrogate the device using their 'medtronic device, it says it's not detecting it' but it was noted the hcp was not very familiar with the device. The patient was reportedly 'already in a pca.' It was unknown to the reporter what type of medication was being administered via the device system but believed it might be morphine. It was later reported the patient's implanting hcp had not seen the patient, 'pt in (B)(6). Haven't seen her.'

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID neu_unknown_prog, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).